Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported multiple false upstream occlusions during testing, which was not reproduced during evaluation. The reported problem of 'multiple false upstream occlusions during testing' was confirmed in the event history log (ehl) review as 'upstream occlusion!' Messages, but not reproduced during evaluation. The assignable cause was the ultrasonic sensor which failed the attempted calibration, therefore, the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed multiple false upstream occlusions during testing. There was no patient involvement. No additional information is available.